Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence. The existing aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, 61-70 cm balloon, and pump. The pump component of the explanted aus was identified as the source of the fluid loss.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The cuff tube was pulled from the window quick connector (wqc). The wqc was missing. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence. The existing aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, 61-70 cm balloon, and pump. The pump component of the explanted aus was identified as the source of the fluid loss. The explanted pump was returned for investigation. Should additional information be received a supplemental report will be filed upon completion of the product analysis.